Manufacturer narrative:
Visual examination of the returned device found that the heat seal material transfer was clearly visible and uniform throughout the entire sealed area. The seals were found to be completely intact and appeared to have been adequately sealed at the time of manufacturer. Visual examination shows that the package was physically opened with no evidence of a sterile barrier breach having occurred. A review of the device history records found no anomalies. A review found no other complaints reported to date for this production lot of (B)(4). Based on our product evaluation, there is no way for us to conclusively determine at this time when, where or how the seal/package became open. The IFU supplied with the device cautions to do not use if package is damaged.

Event description:
As reported to davol by the user facility: it was reported that the sterile packaging was found to be opened. Contact reported the seal was open and "the adhesive was absent on one side of bag".